Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The stenosis in this case was impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction, including a history of rheumatic heart disease and hypercholesterolemia/hyperlipidemia (hld). The subject device is not available for evaluation as it was discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a 27mm 7300tfx mitral valve was explanted after an implant duration of 6 years, 4 months due to severe mitral stenosis. The explanted valve was replaced with a 25mm 11400m valve. Per medical records, the patient presented with severe biventricular heart failure, severe prosthetic mitral stenosis, native aortic insufficiency, and tricuspid regurgitation. She underwent redo mvr, avr and tvr. Intraoperatively during sternal chest entry with oscillating saw the anterior surface of the right ventricle was lacerated and repaired with pledget sutures. The patient remained hemodynamically stable. The 27mm 7300tfx was excised and the annulus was debrided of pannus. A 25mm 11400m was implanted and secured with 12 pledgeted sutures and cor-knots. The native aortic valve had significant changes from rheumatic heart disease and was replaced with a 21mm inspiris valve secured with 15 sutures and cor-knots. The native tricuspid was heavily diseased and excised. A 31mm magna ease valve was implanted in replacement with 11 pledgeted sutures and cor-knots. After weaning from bypass and hemostasis achieved the patient was transferred to the CT-ICU. Postoperatively the patient went into cardiogenic shock and was placed on iabp. On pod #1, returned to the or for placement of emergent central ECMO and removal of iabp. On pod #2, returned to the or for exploration and evacuation of clots, tee showed well-seated and functioning aortic and mitral valves. The tricuspid valve leaflets were difficult to visualize and there is some regurgitation possibly related to the swan-ganz catheter sitting across the valve and a decompressed ventricle. Plan to reassess in 24-48 during ramp study. On pod #3, returned to or for washout due to bleeding. Tee was concerning for moderate prosthetic tricuspid regurgitation and likely thrombus on the prosthetic mitral valve. On pod #4, returned to or for mediastinal exploration and washout, and ramp study. Mitral valve tee showed two of the leaflets appeared immobile, frozen with almost a new fusion of the commissure. Balloon valvuloplasty was attempted, however while passing glidewire across the valve it fell into the frozen commissure and opened it up, the valve then began to function. The patient was returned to the CT-ICU in critical condition. On pod #7, ECMO was removed and replaced with centrally cannulated rvad, and the patient returned to the cticu in guarded condition.

Manufacturer narrative:
Updated sections b5, b7, h6 (component code, health effect - clinical code, device code, type of investigation).

Manufacturer narrative:
H10: additional manufacturer narrative: updated b5 h10: corrected data: corrected section h6 (health effect - impact code).

Event description:
It was learned through implant patient registry and investigation that a 27mm 7300tfx mitral valve was explanted after an implant duration of 6 years, 4 months due to severe mitral stenosis. The explanted valve was replaced with a 25mm 11400m valve. Per medical records, the patient presented with severe biventricular heart failure, severe prosthetic mitral stenosis, native aortic insufficiency, and tricuspid regurgitation. She underwent redo mvr, avr and tvr. Intraoperatively during sternal chest entry with oscillating saw the anterior surface of the right ventricle was lacerated and repaired with pledget sutures. The patient remained hemodynamically stable. The 27mm 7300tfx was excised and the annulus was debrided of pannus. A 25mm 11400m was implanted and secured with 12 pledgeted sutures and cor-knots. The native aortic valve had significant changes from rheumatic heart disease and was replaced with a 21mm inspiris valve secured with 15 sutures and cor-knots. The native tricuspid was heavily diseased and excised. A 31mm magna ease valve was implanted in replacement with 11 pledgeted sutures and cor-knots. After weaning from bypass and hemostasis achieved the patient was transferred to the CT-ICU. Postoperatively the patient went into cardiogenic shock, bleeding and iabp was inserted. On pod #1, returned to the or for placement of emergent central ECMO and removal of iabp. On pod #2, returned to the or for exploration and evacuation of clots, tee showed well-seated and functioning aortic and mitral valves. The tricuspid valve leaflets were difficult to visualize and there is some regurgitation possibly related to the swan-ganz catheter sitting across the valve and a decompressed ventricle. Plan to reassess in 24-48 during ramp study. On pod #3, returned to or for washout and bleeding. Bleeding above the aortic annulation site was repaired. New pulmonary hemorrhage, bronchoscopy was performed and demonstrated a focal clot from right mainstem to bronchus intermedius. Tee was concerning for moderate prosthetic tricuspid regurgitation. On pod #4, returned to or for mediastinal exploration and washout, and ramp study. Mitral valve tee showed two of the leaflets appeared immobile, frozen with almost a new fusion of the commissure. Balloon valvuloplasty was attempted, however while passing glidewire across the valve it fell into the frozen commissure and opened it up, the valve then began to function. The patient was returned to the CT-ICU in critical condition. On pod #7, ECMO was removed and replaced with centrally cannulated rvad, and the patient returned to the cticu in guarded condition. On pod #8, she developed worsening metabolic acidosis, sepsis with multisystem failure. The decision was made for comfort care and the patient expired on pod #9.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 27mm 7300tfx mitral valve was explanted after an implant duration of 6 years, 4 months due to unknown reason. The explanted valve was replaced with a 25mm 11400m valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.